Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sternum closure, at the end of the procedure, when the sternum was closed and the steel wires were laid, 3 out of 6 needles broke and had to be removed to install new ones. The needle and thread disengaged when passing through the sternum. The device replaced to complete the case. The surgical time was extended 30 minutes or more due to the product problem.